Event description:
During a regular pacemaker check, abnormally high ventricular lead impedance was measured (above 3000 ohms). Reportedly, v lead impedance curve had been at approximately 3000 ohms during the whole duration of the last follow-up period. However, no anomaly was noticed on egms, ecgs and x-ray picture. No pacing failure was noticed. A quick follow-up has been scheduled.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.